Event description:
It was reported by service report that the top pin bracket on the retaining post assembly was stripped. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket.